Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 355029, lot# n0042573, implanted: (B)(6) 2006, product type: accessory. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension .product ID: neu_unknown_ext, product type: extension. Analysis of the extension (with an unknown s/n) found that all of the extension body¿s conductors were broken less than 3.2 centimeters from the proximal end. (B)(4).

Event description:
The system was returned with no known complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.